Event description:
It was reported that the patients ipg was not holding a charge following a non device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from the date manufacturer became aware of the event.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and revealed a circuit damage. With all the available information, boston scientific concludes the reported event was confirmed. It appeared that the device was exposed to high voltage transients or high rf (radio frequency) energy which can cause this type of damage. The probable cause is due to unintended use error which caused or contributed to event. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patients ipg was not holding a charge following a non device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively.